Event description:
Customer reported that the device would not operate on ac and dc power. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac and dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly, and determined the root cause of malfunction to be the u5 ic chip.